Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was noted that the device was in backup mode. The device could not be restored, most likely due to normal battery depletion. Device replacement was discussed; no intervention was reported.